Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that following a glaucoma filtration device (gfd) implant procedure, the gfd became clogged and was removed.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. The sample was returned for the investigation: only the shunt was returned and found to be clogged. Therefore, the complaint is confirmed. After the cleaning the lumen was open. There is no indication for manufacturing related factors that could cause the blockage. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).